Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings, causing the threshold suspend mode to be activated inappropriately. The sensor reading was 45 mg/dl when the blood glucose reading was 89 mg/dl. The customer had not noticed any bent cannulas. She was advised on techniques to improve sensor accuracy. The sensor will be replaced and returned for analysis.